Event description:
It was reported that initial setup was prompted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191: patient was unable to identify device issue therefore a more specific code could not be selected.